Event description:
The intra-aortic balloon was inserted into the pt on 5/6/98. On 5/8/98, an alarm sounded from the sys 97 pump but no blood was noted and intra-aortic balloon pump continued. On 5/11/98, blood was noted in the catheter and the intra-aortic balloon was removed. No alarm sounded this time. (Event complications: none from the event-reported 5/20/98.) (Pt's current status: unk-reported 5/20/98.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery. (This follow-up MDR was mailed to the FDA on 7/8/98).